Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experience a non-recoverable error. The logs were analyzed. A failure code for 'linked to robotic arm joint 2 master position sensor redundancy' was observed. An error code for 'linked to robotic arm encoder redundancy error', an error code for 'linked to arm redundant position discrepancy', an error code for 'arm non-recoverable error - robotic arm brake state error' and an error code for 'linked to motor state - brake state agreement' were observed. The joint position sensor brooming scrip was performed on robotic arm joint 2 of the arm cart assembly to resolve the issue. Further evaluation of the logs indicated that the arm cart assembly experienced a failure of the robotic arm joint 2 potentiometer r edundancy check. This placed the arm cart into a hard stop state and required a restart. An error code for 'linked to arm failure with possible motion - subsystem robotic assembly validation - redundant position sensing check' was triggered, which gives a system recoverable inoperable error and a subsystem non-recoverable inoperable error. Evaluation of the arm cart assembly confirmed the reported condition. The root cause of the observed errors was determined to be related to connectivity issues between the z-slide and instrument drive unit (idu). This is traced to device design such as small movements in the connector due to impact or an inadequate strain relief that cause the contacts to shift onto regions of the mating contacts that are contaminated with flux, which prevents electrical conductivity. Additionally, damage to the assembly fixture pin allowed too much interference between connector components, leading to connector damage and loss of connectivity. Improvements have been initiated to mitigate this condition. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, while the health care professional (hcp) was draping the arm cart assembly (aca), the arm triggered an unrecoverable error. The team restarted the arm, which then successfully passed calibration, allowing the surgery to proceed without any further issues. There was no patient involvement.

Event description:
It was reported that prior to a robotic laparoscopic prostatectomy procedure, while the health care professional (hcp) was draping the arm cart assembly (aca), the arm triggered an unrecoverable error. The team restarted the arm, which then successfully passed calibration, allowing the surgery to proceed without any further issues. There was no patient involvement.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.